Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought in electively for an ablation procedure for supraventricular tachycardia. When the device was interrogated, loss of capture and decrease r-waves were observed. Fluoroscopy revealed that the rv lead had pulled back completely. Upon opening the pocket and inspecting the lead, it appeared to be attached very well and completely encapsulated. When the lead was disconnected, helix would not retract. The lead was explanted and replaced. The patient tolerated the procedure well. There were no immediate complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.